Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was positioned in the right atrium. Pacing impedance and threshold measurements were unstable. The physician tried retracting the helix and repositioning the lead. The measurements again were not stable. The lead was removed. Visual examination of the lead indicated the helix extended while the physician had rotated counterclockwise several times. The physician also noted that while in the atrium the helix did not extend as it should and did not fixate properly to the target position. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The inner insulation of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.